Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found one complaint with the issues of air detected in cassette warning and fluid leaking within 90 days of the notified date. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, the peritoneal dialysis patient reported a fluid leak was observed after completing peritoneal dialysis treatment. Fluid was observed on the previous treatments cassette when removing it from the cycler. Follow up with the patient indicated that the patient did not experience any complications as a result of the alleged event. There was no medical intervention.